Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non-calcified mid left anterior descending (lad) artery. A 20x3.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was examined outside the patient and it was noted that the stent was damaged. The procedure was completed with a 20x2.75mm taxus stent. No patient complications were reported and the patient's status is good.